Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery while in hiq-view. They were using the procell intense alkaline batteries, (nk approved). No patient harm was reported. Investigation summary: the device was running on software version 02-41. The issue of the weak battery alarm not alarming has previously been investigated in ticket 196458 (irc-371). The issue arises when a sudden voltage drop causes the device to power off prior to the battery status changing to "weak." The investigation prompted a design change for the gz alarm behavior. The voltage threshold for the battery weak alarm was adjusted in software version 02-74. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra serial #: (B)(6). Device manufacturer data: 07/22/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na g9 monitor: model #: cu-192ra serial #: (B)(6). Device manufacturer data: 12/01/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor (bsm): model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 09/14/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery while in hiq-view. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery while in hiq-view. They were using procell intense alkaline batteries, (nk approved). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra, serial #: (B)(6), device manufacturer data: 07/22/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. G9 monitor: model #: cu-192ra, serial #: (B)(6), device manufacturer data: 12/01/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Bedside monitor (bsm): model #: bsm-1753a, serial #: (B)(6), device manufacturer data: 09/14/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery while in hiq-view. No patient harm was reported.